Event description:
The customer reported that the image screen went from a picture to a blue blank screen, thus no image was available. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor was replaced. The system was then found to be operating as intended.